Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2026-01487-00 for details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube exhibited a leakage. Upon removal, the leakage was found at the inflation line. Another trach tube was used and the issue resolved. There was patient involvement, unknown injury was reported.